Event description:
Separate concerns, patient is a medical professional in ep: device: pm2240 not affected in located batches for recall, but my device is still under preforming on battery, I will reach 10 years battery longevity off of 2.5v at 0.4ms with only 22% ap. Battery dropped in 1 year from 9.5 years to 2 years. Very concerning. Tech services says this is "normal device function but I've never seen in my 12 years in ep a battery reduce this quickly without any changes in pacing/thresholds. Leads: this is my 3rd set of 2088 tendril leads in 8 years. All previous leads failed within 2 years, high impedance, poor sensing, noise. Current leads have now started having the same problems and will now need to have a 3rd extraction in 8 years. These leads have put my life at extreme risk, manufacture is not reporting correctly on their performance reports. Lead noise noted on both leads again. Battery estimation dropped 7.5 years in 12 months. Reference report #mw5115759, #mw5115760, #mw5115761.